Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings from the adc device. The customer experienced dizziness and was unable to walk, and was seen by a healthcare professional. The customer was diagnosed with hyperglycemia and administered three injections of insulin (dose/type unknown) and water for treatment. There was no report of death or permanent injury associated with this event.